Event description:
During the procedure, the ablation catheter was difficult to withdraw from the introducer. Upon removal, particles were observed. There were no adverse consequences to the patient.

Manufacturer narrative:
The device was returned due to particles and withdrawal difficulty. No anomalies were noted when a stock dilator from current inventory was advanced through the returned sheath; however, as no dilator was returned the device was unable to be tested for skiving. In addition, the sheath distal tip and hemostasis hub inside diameter measurements were within specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported particles and withdrawal difficulty remains unknown.